Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified vessel of the forearm. A 4.0mmx40mmx80cm (4f) sterling¿ balloon catheter was selected and advanced to dilate the lesion; however, it was noted that the balloon ruptured at 12 atmospheres. The device was completely removed from the patient. The procedure was completed with an unspecified size sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).